Event description:
Philips received a complaint by the customer on the v60 indicating that the screen display was blank. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the screen display was blank but there was no issue with delivery of airflow. The investigation is ongoing.

Manufacturer narrative:
H10: the removed light crystal display (lcd) assembly was returned to the product investigation lab (pil). The fi technician installed the lcd assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the lcd assembly revealed no evidence of damage or contamination. The lcd assembly was tested, the failure was confirmed. Pil found that the alternating current (ac) power indicator will turn amber when ac is applied and green light when therapy is selected. The battery light emitting diode (led) led and the alarm led also light. There is a failure of the lcd backlight not functioning.

Manufacturer narrative:
H11: the manufacture number used in this report (2031642) was incorrect this correction is to correct the number used.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16598.

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse then replaced the user interface (ui) assembly to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.